Manufacturer narrative:
A new device and right ventricular lead were successfully implanted with no further issue. At this time, no additional information is available and this device has not been received for analysis. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this device was explanted after approximately 1 year of implant due to high device outputs required because of high right ventricular pacing threshold measurements.

Event description:
Analysis of this device is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.